Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient is receiving an elective replacement indicator message on their ipg. It is unknown how the patient will move forward.

Event description:
Additional information received indicates that the ipg was inoperable at the time of explant. To address the issue, surgical intervention took place where the ipg was explanted and replaced.

Manufacturer narrative:
The implant was not returned for evaluation; however, programming data was provided. The longevity assessment of the programming history shows actual device longevity to be within the expected range. Based on the information received, the ipg¿s actual device longevity is consistent with the ipg reaching normal end of life.

Event description:
It was determined that the ipg met normal longevity based on the product investigation.